Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, therefore, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had brightness issues. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation, however troubleshooting was performed by the olympus technical assistance center (tac) with the customer. The customer described that depending on the scope, the image was too bright or too dark. Customer provided that the brightness settings were set in the middle and set to auto. The customer provided that the white balance on the scopes had been checked since the issues began. The customer was advised to start tracking the scopes that are having brightness issues and call back with further information to continue troubleshooting. The customer's allegation of brightness issues requires further investigation. Tac instructed the customer to power the device off and re seat the light source cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.